Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted deployment of a protege rx carotid artery stent, the stent could not be pushed out normally after being deployed one-third in vivo. The front end of the delivery system was found to be kinked. Resistance was encountered when advancing the device. The procedure involved the common carotid artery, at the mid location, with an 80% lesion stenosis. The lesion was fibrous with little calcification and no tortuosity. The lesion was pre-dilated with a 4-30 device, and a spider fx embolic protection device was used. After several unsuccessful attempts to deploy the stent, it was removed from the body and replaced with a carotid artery stent of the same model. No excessive force was used during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with the touhy-borst loosened and the stent partially exposed the stent confirmed as 40mm, the device was returned with approx. 15mm of the stent exposed, a kink was observed on the blue outer sheath at approx. 17.5 cm from the distal tip, a further kink was noted on the gold inner shaft at approx. 12.5mm from the distal tip. A 0.014¿ in house guidewire was unable to pass the kinked inner. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.